Event description:
It was reported that guidewire stuck occurred. A 200cm, 8cm v-18 control wire was selected for use. During the procedure, it was noted that the guidewire become stuck with the 5x60mm non-boston scientific balloon catheter. The procedure was completed with a different device. No complications were reported.